Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was broken and unable to charge the pump. There was no reported adverse impact to customer's blood glucose level. Reportedly, an alternate cable was used to address the issue.